Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however distal conductor stretched, outer tubing overlay melted, outer insulation breached cut, helix distorted/bent, apparent explant damage noted, and blood noted on outer tubing overlay and on helix mechanism; partial lead in segments returned and analyzed. (B)(4): no anomalies found, however blood was noted on all conductors (not obstructed); full lead returned and analyzed.

Event description:
It was reported that there was no capture at maximum output on the left ventricular lead. The lead was explanted and replaced. It was also reported that during implant attempt of a new left ventricular lead, the lead dislodged twice due to patient anatomy per the physician. The lead was not used, and was replaced. No patient complications have been reported as a result of this event.